Event description:
Chemolock drip chamber- the closed system transfer device ctsd, which keeps chemo from spilling out the end of the IV tubing came disconnected from the IV tubing allowing both chemotherapy to spill from the tubing and blood to leak out of the port site. This connector is made to not be able to remove from the IV tubing and was determined to have malfunctioned allowing it to separate from the tubing.